Event description:
A customer contacted beckman coulter inc (bec) and reported there was a clear fluid with blood dripping from the bottom of the coulter hmx hematology with autoloader analyzer. Per customer, the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to open wounds or mucous membranes. No injuries occurred and medical attention was not sought. The material safety data sheet (msds) was not reviewed; however, it is readily available. No erroneous results were generated or reported due to this leak. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse could not verify a leak. The fse replaced tubing and ordered a needle cartridge as a precaution. The cause for this event is unknown. (B)(4).